Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. The MFR us attempting to acquire additional information. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was experiencing random red heart alarms while connected to the pt cable. The pt reported also seeing a low flow message on the display module. The system controller was exchanged with another system controller. The system controller log file was reviewed by the manufacturer and revealed events where the pump stopped.